Manufacturer narrative:
(B)(4) follow up MDR for investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # unknown batch # unknown. It was reported by customer that medication connector and injector (both parts), "married up", became unscrewed from pump cartridge and needless adapter and began to spill in the floor. Verbatim: rcc received a complaint via email. Email(s) attached. Chemo is sent by chemo pharmacy to nurse with a no-spill injector that can only flow if connected to the phaseal connector. Once this happens, the nurse may unclamp and begin infusion. Nurse was about to start chemo on a patient and medication connector and injector (both parts), "married up", became unscrewed from pump cartridge and needless adapter and began to spill in the floor. The nurse immediately reached up and clamped the tubing. Chemotherapy is primed with normal saline therefore one can assume that what is wasted is saline if the infusion was immediately clamped.